Manufacturer narrative:
This is a supplemental report for MFR report# 3007738819-2017-00001 to provide additional information.

Event description:
A patient underwent high tibial osteotomy (hto). During the surgery, the surgeon in charge of the patient fixed the osteotomized tibia with a bone plate and bone screws for use in internal fixation and implanted this product (bone void filler). There was no problem when the surgeon examined the patient three months after the surgery. However, x-ray examination carried out six months after the surgery revealed breakage of the bone plate. The surgeon concluded that it was a kind of pain generally observed after hto rather than that categorized as adverse events causing damage to the patient's health. About 16 months after the hto, the surgeon removed the bone plate and bone screws as usual.

Manufacturer narrative:
The device history record and supplier information were reviewed, and no irregularities were noted. Because this product (referenced in this report) was not returned to olympus terumo biomaterials corp. For evaluation, the cause of the adverse event has not been specified. The osferion bone void filler package insert states in the following section: adverse events: infection, fever,pain,local sensation,red flare,inflammation. This report is being submitted as a medical device report is an abundance of caution.

Event description:
A patient underwent high tibial osteotomy (hto). During the surgery, the surgeon in charge of the patient fixed the osteotomized tibia with a bone plate and bone screws for use in internal fixation and implanted this product (bone void filler). There was no problem when the surgeon examined the patient three months after the surgery. However, x-ray examination carried out six months after the surgery revealed breakage of the bone plate. The patient is now complaining of pain peculiar to the postoperative period of hto. The pain is seemingly not so severe as to damage the patient's health.